Event description:
On (B)(6) 2006, dr (B)(6) treated the back of his hand with 38mjcm to the power of 2, density 8mtz/cm to the power of 2, 6 passes during a demonstration to evaluate the pain levels, down time and response with an aggressive treatment. On (B)(6) 2006, dr (B)(6) notified (B)(6) and reported over-treatment in the treatment area resulting in a burn. On (B)(6) 2007, the physician reported that the treatment had resulted in permanent scar.

Manufacturer narrative:
Dr (B)(6) had reported that no concomitant medical products had been used. Based on reports from the dr (B)(6), system (B)(4) was returned to (B)(6) and evaluated. The system was found to be fully within specifications.